Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with cipro (oral, dose, frequency and duration were not reported) and vancomycin (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. Thirteen days after the event onset, the patient completed treatment with cipro and vancomycin. At the time of this report, the patient was recovering from the peritonitis event. Although no use error was reported, the patient was in the process of being retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.